Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced serious bodily injuries, including pain, recurrence, and urinary problems. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.